Event description:
It was reported that customer experienced continuous glucose monitor error that prevented normal sensor use. There was no reported impact to the customer¿s blood glucose level. Customer contacted support, received instructions for complete pump reset, performed reset with guidance, confirmed that error did not return, and then successfully started new sensor session; no additional actions were reported.